Manufacturer narrative:
Review of the device history records. Query of lifecell's complaint management system for any other issues or complaints reported against devices distributed from lot s10610. Results: review of the device history records resulted in no remarkable findings. At the time of initial complaint investigation, there were (B)(4) grafts from lot s10610 distributed. As of (B)(4) 2011, there was (B)(4) other similar complaint reported to lifecell against this lot, that is being reported to FDA. Conclusion: malfunction of the device is most likely related to the preexisting bioburden.

Event description:
It was reported to lifecell that surgeon removed infected mesh from patient and used a 16x20 lifecell device for hernia repair. Surgeon noticed that the device had dissolved about a week later and was no longer apparent. He did comment that this particular patient is a very poor healer. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.